Event description:
It was reported that the pump had multiple occlusion alarms during basal delivery. The pump was being used for demonstration; there was no patient involvement. Troubleshooting with tandem technical support was not performed as the customer did not have the infusion tubing attached at the time of the call.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted, if the device is received.